Event description:
This is filed to report an atrial septal defect. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of <1. The steerable guide catheter (sgc) was then retracted into the right atrium (ra) and an atrial septal defect (asd) was observed. It was observed by the cardiac team that the spo² had decreased. Therefore, an asd closure device was implanted, resulting in the spo² returning to normal. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hypoxia associated with the oxygen saturation drop was due to the atrial septal defect (asd). The cause of the reported perforation (atrial: percutaneous intervention) associated with the asd appears to be due to procedural circumstances during transseptal puncture. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.